Event description:
Baxter product surveillance received a report via tsr tha ta home patient discovered that there is tube with no connector on the end of it coming from the exit site. On 07/07/2006, during a follow-up call, it was discovered that the home patient's transfer set had separated from the catheter adapter when the patient left from the set-up while still attached. Although prophylactic antibiotics were administered (vancomycin, 1g intraperitoneal), there was no pt injury or further medical intervention required.

Manufacturer narrative:
Samples are not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.